Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that drawer 2.2 experienced a malfunction because the sensor had become detached from the latch. A field service engineer inspected the sensor and discovered it was disconnected from its harness at the latch end; the engineer then reattached the sensor to its correct position. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a drawer 2.2 failure. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.